Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant attempt the lead felt tight in the introducer making it difficulty to manipulate. The physician split the introducer in order to position the lead. The lead was successfully implanted. No patient complications were reported as a result of this event.